Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during checking by the customer before the machine was used, the cs100 intra-aortic balloon pump (iabp) unit has an electrical test fails code # 50. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). No UDI is provided as product was discontinued prior to gudid implementation timeline.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4 (version or model #, catalog #, unique identifier (UDI) #), h6 (type of investigation, investigation findings and investigation conclusions). Additional information: event site postal code: (B)(6). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had switched on the machine and from there it was being found that there was no any error code was coming. Then the fse had further checked and observed the machine on trainer and balloon for 3 hours and found no any error code appeared during there presence and it was being found that the machine is working properly. Even the user had also advised to maintain the proper humidity level where machine is being used.